Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that one day after the pump replacement ((B)(6) 2015), the patient's family noticed that he was less interactive and becoming lethargic. On (B)(6) 2015, the patient became obtunded and was treated in the emergency room (ER). At that time, the patient cerebrospinal fluid (csf) was tested and had negative growth. It was noted that his csf glucose was at 56, csf protein was at 48, and his csf white blood cell count was high at 56. There was also a very low count of gram (+) bacteria, but again, the csf showed no growth. The patient did not really exhibit any neurological symptoms, as he did not have a csf infection. The patient was agitated, lethargic, uncooperative, and not following commands. It was reported that the patient was well now and having no issues.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n185138002, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter; product ID 8709sc, lot# n185138002, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal gablofen 2000mcg/ml at 846mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity. The concomitant medications and patient history were not reported. It was reported that a pump was implanted on (B)(6) 2015 and explanted on (B)(6) 2015 due to infection. At the follow-up appointment on (B)(6) 2015, the patient had redness and inflammation at the pump site. The patient was put on antibiotics, but was not successful and infection worsened over time. It was noted that no product was defective. It was unknown why the patient developed an infection, and it was reported that the patient may not have taken the antibiotics as prescribed. The diagnostics were unknown. The intervention taken included pump and partial catheter externalized to wean off baclofen, and will eventually be explanted when the patient was weaned off safely. The patient was admitted to the hospital and was on antibiotics. The patient had a bacterial infection, but was now recovering. The patient status at the time of this report was "alive- no injury." Additional information received from the hcp reported that the infection was related to the device, and located in the pocket. The patient had cellulitis across the pump site. It was noted that the infection might also be in the cerebrospinal fluid (csf), but they were not sure yet. Additional information received from the hcp reported that diagnostics included cultures, white blood cell count, and "esg." The device and catheter were removed. The cause was assumed to be operative infection. If additional information is received this report will be updated.